Manufacturer narrative:
The complete event site name is (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon therapy, "check iab catheter" alarm was continuous. There was no blood found in the helium tubing and no visible kinks observed outside the patient. Pumping could not be resumed. There was no reported injury to the patient.